Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible. In the previous report, box d: product brand name (rfb), product UDI (rfb), device avail. For eval? (Rfb), box h: manufacture date (rfb), reason device not eval (rfb) have been entered/selected incorrectly. After reviewing the information box d and box h have been updated/corrected in this follow up report.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible.